Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from customer. Based on the results of the investigation, the cap came off the scope because medical tape was not used; and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer that no tape was used on the product as it creates an infection risk with glue residue after use. Additionally, standard lubricant was used.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a procedure to remove a food bolus in the esophagus, the distal end cap came off. There were 2 attempts to retrieve the device with a snare and rothnet but it was not successful. The doctor ensured it was viewed in the stomach and ended the procedure. The patient was spoken to in postop about the incident and was advised that it should pass without concern and was provided a number to use in the event of any issues once discharged. There was no reported patient injury or harm.